Event description:
Patient underwent blvr with placement of valves in the right middle lobe on (B)(6) 2026 and was discharged on (B)(6) 2026. Due to worsening respiratory failure patient was hospitalized on (B)(6) 2026. A contrast-enhanced chest CT was performed and revealed a pulmonary embolism in the left pulmonary artery. V-a ECMO was initiated, and continuous intravenous heparin was started. Heparin was discontinued due to bleeding complications. Patient experienced a pneumothorax on right upper lube on (B)(6) 2026, and chest tube was inserted. Patient's respiratory failure progressively deteriorated and patient ultimately on (B)(6) 2026 due to a pulmonary embolism.